Event description:
Please see section h10 for the device investigation results.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched, damaged, deformed, and separated from the pusher. The investigation found the pusher monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during an embolization procedure for a posterior communicating artery aneurysm, the doctor found that the coil was stuck in the microcatheter and was unable to continue pushing. During retraction, the coil was stretched and detached prematurely inside the microcatheter. The coil was withdrawn in its entirety along with the microcatheter. The patient was reported to be fine/normal, with no injury reported.